Event description:
A caller reported damage to their pump's housing and usb port, which affected the ability to charge the pump and caused it to shut down. Despite the shutdown, the customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse reading from the continuous glucose monitor. As a resolution, technical support arranged to replace the pump. Although no backup therapy was available, the caller planned to consult with their healthcare provider. The caller was informed and acknowledged all necessary steps for returning the faulty pump and receiving the replacement.